Event description:
Reportable based on device analysis completed on 11-nov 2024. It was reported that the balloon failed to inflate. The target lesion was located in a severely stenosed arteriovenous graft. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated to 23 atmospheres but was not able to fully expand. The device was replaced with an athletis balloon catheter, and the procedure was completed. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 6mm distal of the proximal markerband. It is not possible to fully inflate the balloon due to the balloon pinhole. The rated burst pressure for this device as per specification is 18 atmospheres. A visual and tactile examination found no kinks or damage to the shaft, no damage to the tip, and no issues with the markerbands of the device. D2b - pro code (product code: lit. G4- PMA/510(k) # field on 3500a form: k110122, k141521.